Event description:
An mhra user report has been received. Reported by the patient "the omnipod 5 keeps crashing and reinstalling 0-29 updates, replaced pod which failed after 1.5 days resulting in going hyper (bloods at 20+) then the new pod was installed but the controller crashed again resulting in the automatic mode not working then had a hypo (bloods at 2.2) from 4am with elevated ketones. This system fault with the software if not corrected is likely to cause a fatality". Additionally, the patient called insulet's product support team to report he experienced an issue with his app crashing which triggered manual mode on his controller. The patient had no basal insulin all night so he was fluctuating between hypoglycemia and hyperglycemia through the night. Due to this the patient said he did not feel well and would be taking himself to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Insulet has contacted the customer to obtain additional information on the event. The customer refused to provide anymore information.